Event description:
Complainant was attempting to monitor a pt (age and gender unknown) using the three lead electrocardiogram cable, but the device screen displayes "check pad" and "poor pad contact" erros messages. The clinicians were able to obtain another device to monitor the pt. The complainant indicated that there was no adverse efect on the pt as a result of the reported malfunction.